Event description:
It was reported that there was an issue with atrial capture and possible undersensing of the p-waves. Patient had atrial arrhythmias that may be undersensed. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.